Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via a manufacturer representative (rep) that, when the patient drove next to a power plant, they felt a surge in stimulation output. The patient was concerned about the issue because they lived next to a power plant. Follow-up is not required at this time and there is no further information related to this event. The indication for use for the implanted device was noted as complex reg pain syndrome type I.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.